Event description:
This is filed as the atrial septal defect (asd) required intervention for right to left atrial shunting. The asd is associated with use of the steerable guide catheter (sgc). It was reported that on (B)(6) 2014, two mitraclips were implanted reducing the functional mitral regurgitation grade from 4 to 1-2+. Although there were no device issues during the procedure, due to the use of the sgc, a right to left atrial shunt occurred and was treated with an atrial septal defect (asd) closure device. Post procedure, the patient was administered plavix and aspirin due to the use of the asd device. While in the intensive care unit, heparin was administered for treatment of a pre-existing pulmonary embolism. One day post procedure, the patient was weaned off the ventilator (tracheotomy mask trial) and was well. Four days post procedure, on (B)(6) 2014 at 6:00pm, the patient developed signs and symptoms of a stroke. A computed tomography showed a diffuse and massive intra-cranial hemorrhage. At the time of the stroke, the patient was on a heparin drip and plavix. The patient expired on (B)(6) 2014 following withdrawal of care. The cause of death was intracerebral hemorrhage.

Manufacturer narrative:
(B)(4). The customer reported that the steerable guide catheter (sgc) was discarded. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the sgc. The reported patient effect of atrial septal defect/atrial perforation (reported as right to left shunt) requiring intervention, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no nonconformances. Based on the information reviewed, although a definitive cause for the reported asd/shunt and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Per the physician, the mitraclip device did not cause the stroke, but the procedure indirectly contributed as an additional antiplatelet (plavix) was used due to the asd closure device that was used which in combination of heparin would increase the risk of bleeding. Per the physician, depending on the device, the use of the dual antiplatelet for 1-6 months post procedure is considered standard treatment. The mitraclip device was not reported as being the cause of the death, but the device indirectly contributed as the patient was doing reasonably well for a few days post procedure and the death was unexpected. No additional information was provided. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip referenced is filed under a separate medwatch MFR number.